Event description:
Information was received from a patient (pt) regarding an external device. N/a the reason for call was pt stated that the recharging cord for model "sjm 3713" is broken. Patient services reviewed that this product is a st jude medical product and provided the contact phone number. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).